Manufacturer narrative:
(B)(4). Visual examination of the returned product identified signs of repeated use; strike marks, scratches, nicks and wear marks. Item and lot were confirmed to match the reported combination. It is confirmed the impactor pad has fractured and not all the pieces were returned. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the plastic impaction tip of the impactor tool fractured while impacting the glenosphere. An alternate impactor was used to complete the job item. Attempts to obtain additional information have been made; however, no more is available.